Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No additional observations.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Rupture was observed during surgery. Healthcare professional later reported baker grade "ii". The device has been explanted and discarded.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Rupture was observed during surgery. Healthcare professional later reported baker grade "ii". The device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown. Rupture was later observed during replacement surgery.